Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a transvaginal sling procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the physician had difficulty advancing the trocar initially into the patient. Consequently, the physician increased the insertion force and poked a hole through the dilator. The physician finished the procedure by reinserting the trocar into the dilator and re-advanced it inside the patient without any problems. The procedure was completed with the same device. Furthermore, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.